Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient stated the system had not been used in months. It is suspected premature depletion. It is unknown if the patient is planning on undergoing surgical intervention to restore therapy at this time.